Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening, yellow particles material was found on the gel and fold creases. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identified one opening striated. Based on the device analysis, the final assessment is one opening striated in the side posterior assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "patient complained about bii/implants not feeling right". Device has been explanted.